Event description:
Medtronic received a report that a patient had 3 strokes after having a pipeline device implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.